Event description:
Customer alleges discrepant results with inratio2 meter compared to hospital poc meter (not inratio) for one patient. Summary of reported results: date: (B)(6) 2013; inratio2: 1.1; hospital poc meter: 2.7; patient's therapeutic range is 2.5-3.5. Caller stated that the customer was milking the finger after finger-stick and added multiple drops of blood to the test strips. No additional information was provided.

Manufacturer narrative:
No product associated with the complaint is expected for return. Retain strip testing results for reported lot number 312523 met both accuracy and precision criteria. Product performed as expected. A review of the batch record for the lot did not uncover any non-conformances. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results.